Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.should the device be returned for analysis, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastrectomy, an error was displayed (the error code was unknown). Then, a system check was performed and the device was activated properly. However, it was found that the blade was broken off when it was inserted into the patient via a trocar. As the broken piece was found outside the patient, no pieces were left inside. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent